Event description:
It was reported by the patient's family member that at a routine follow up the device reportedly was not functioning and a lead was noted to be "detached" from the device and therefore, the device was not functioning. Additional information was not able to be obtained. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 implantable pacing lead 2013 (B)(6). (B)(4).